Event description:
During an in clinic follow up, loss of capture was observed on the right ventricular (rv) lead. An x-ray imaging was performed and confirmed a dislodgment of the rv lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be extended, stretched, and clogged with blood. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. The helix mechanism/extension length test could not perform due to the damaged helix.